Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), implant date: on (B)(6) 2019; explant date: on (B)(6) 2026; ubd: 21-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown baclofen (2000 at 550) via an implantable pump for unknown indications for use. It was reported that the patient experienced occasional loss of therapy. There was a small hole discovered in the catheter in the pump pocket. The pump segment of the catheter was replaced. This issue was resolved.